Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 38 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was released and it is unknown at this time how many patients were affected. There is no reported serious injury, however, the facility states they are monitoring the affected patients for infection. Patient status is unknown. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Expiration date- the correct expiration date is 05/31/2016. Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 01/04/2016 to 02/19/2016 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The suspect positive cyclesure® bi was not returned for evaluation. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found trending was not exceeded in this lot. An issue with sterrad® performance is also unlikely as the cycle passed and the customer stated the subsequent bi was negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.